Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: machine pressure sensor auto-zero failed" alarm. The device was in clinical use when the issue occurred; the patient was moved to different ventilator. There was no delay in therapy and/or medical intervention required. No patient or user harm was reported.

Manufacturer narrative:
The device was returned to the repair center, and while evaluating the device, the service engineer (se) reported that a "check vent: machine pressure sensor auto-zero failed" error code (1109) was recorded in the event log. The se noted that the nature of the malfunction was a solenoid valve malfunction. The customer was provided with a quote to have the solenoid valve replaced.

Manufacturer narrative:
Information was provided indicating that the solenoid valves 2 and 4 were replaced. The device was returned to service.